Manufacturer narrative:
Additional information: a4.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold. The physician noted that the capture threshold in the left ventricular lead has been known to be high. No interventions or patient consequences were reported.